Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5074620) on 12-feb-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("had slightly migrated info uterine wall") and medical device pain ("essure coils caused severe pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and medical device pain (seriousness criterion medically significant). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and medical device pain outcome was unknown. The reporter considered embedded device and medical device pain to be related to essure. The reporter commented: consumer mentioned a serious injury (other serious ¿ important medical event) but did not specify it to one of the events. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
It was initially received via regulatory authority (food and drug administration, reference number: mw (B)(4)) on 12-feb-2018. The most recent information was received on 11-sep-2018. This spontaneous case was reported by a consumer and describes the occurrence of embedded device ("had slightly migrated info uterine wall") and medical device pain ("essure coils caused severe pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2018, 2 years 7 months after insertion of essure, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and medical device pain (seriousness criterion medically significant). Essure was removed on (B)(6) 2018. At the time of the report, the embedded device and medical device pain outcome was unknown. The reporter considered embedded device and medical device pain to be related to essure. The reporter commented: consumer mentioned a serious injury (other serious ¿ important medical event) but did not specify it to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2018: quality safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.